Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a ziplock bag. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -11.0 diopter, into the patient's left (os) eye on (B)(6) 2020. On (B)(6) 2020 the surgeon exchanged the lens with a shorter lens due to excessive vault. The problem was resolved.